Event description:
It was reported that a user experienced a temporary dexcom g7 continuous glucose monitor (cgm) signal loss that resolved prior to contacting support while using the ilet bionic pancreas system. No clinical signs, symptoms, or conditions were reported. Outcomes included no alerts, no alarms, no medical intervention, and no impact to the user. User support included education and troubleshooting guidance on transient signal interruptions and instructions to contact support if the signal did not return. Investigation of this case revealed that the intermittent loss of connectivity was transient and self-resolved, with no device malfunction identified and no component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was user or environmental factors leading to temporary signal interruption.